Event description:
During knee replacement surgery on 8/19/96, the orthopaedic surgeon found the 7 degree bushing to be incorrectly marked, resulting in incorrect bone cuts.

Manufacturer narrative:
The information shown in section f was obtained and provided by the MFR, not the device user facility. Evaluation summary was shown in block h10 in the initial report.